Manufacturer narrative:
The reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. Failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
Peritoneal dialysis patient reported that the display screen on the liberty select is blank but the stop and ok keys are illuminated. The cycler was securely plugged into a socket. There were no power outages or storms. After troubleshooting with technical support, the patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient reported that there was no alternative method of treatment available. Follow up with the patient indicated that there were no complications as a result of the alleged event.